Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 75.1mm. The left ventricular outflow tract (lvot) was 23.1mm. The patient had moderate annulus calcification. Pre-dilation was performed with a 22mm non-abbott balloon. At 80% deployment significant underexpansion of the valve was observed. The valve was partially re-sheathed and re-deployed; however, the valve was still underexpanded. The valve and delivery system were removed from the patient and replaced with a new 25mm navitor vision valve and small flexnav delivery system. During the procedure the second valve was partially re-sheathed once. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant a mild perivalvular leak (pvl) was observed under angiography. A post-dilation was performed with a 22mm non-abbott balloon. The pvl was resolved. The patient status was stable.

Manufacturer narrative:
An event of paravalvular leak (pvl) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, causes for the reported pvl could not be determined. Possible due to patient underlying comorbidities, however this cannot be confirmed. The reported unexpected medical interventions were result of case specific circumstances, as post-implant valvuloplasty was performed and medication was prescribed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient's annulus was measured with a perimeter of 75.1mm. The left ventricular outflow tract (lvot) was 23.1mm. The patient had moderate annulus calcification. Pre-dilation was performed with a 22mm non-abbott balloon. At 80% deployment significant under-expansion of the valve was observed. The valve was partially re-sheathed and re-deployed; however, the valve was still under-expanded. The valve and delivery system were removed from the patient and replaced with a new 25mm navitor vision valve and small flexnav delivery system. During the procedure the second valve was partially re-sheathed once. The valve was implanted. The final implant depth was 3mm from the non-coronary cusp (ncc) and 4mm from the left coronary cusp (lcc). Post-implant a mild perivalvular leak (pvl) was observed under angiography. The patient's blood pressure also dropped. A post-dilation was performed with a 22mm non-abbott balloon. The pvl was resolved. Fluids were administered and medication was administered to raise blood pressure. The patient status was stable.